Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor smooth round moderate plus profile 325cc, catalog number 3502325, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor smooth round moderate plus profile 325cc breast implants and experienced deflation on the right breast implant. As a result, the patient had undergone explantation on an unknown date.

Manufacturer narrative:
On 06/22/18, it was reported to mentor that the device evaluation and investigation findings: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, pe observed a rent measuring approximately 2.9 cm on the anterior aspect and extending to the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 22, 2024, mentor determined this complaint was a duplicate complaint being reported by a patient. Code e2308-deformity/ disfigurement was added in section h6 along with all other relevant coding, in section h6, to bring the medwatch report documentation up to date. All relevant information has been updated on this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/05/2018, it was reported to mentor that the patient had undergone explantation on (B)(6) 2018. The breast implant was replaced with catalog number 3502325, serial number (B)(4), lot number 7506651. On 04/12/2018, it was reported to mentor that the device history record ( DHR) of lot number 6869203 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).